Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The caller reported that the infusion device over delivered insulin and he had 5 hypoglycemic events in one day. The patient experienced low blood glucose symptoms of dizziness and became semi-unconscious. The patient was transported to the hospital. Upon arrival at the hospital, the patient's blood glucose level was 35 mg/dl. The hospital treated the patient with serum. The patient was hospitalized for two days. The infusion device was requested to be returned for product evaluation.